Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable connecting ECG's was pulled from the strain relief, damaging the j702 connector on the distribution node pca. Additionally, the distribution node to rear therapy electrode cable was cut and unable to complete essential performance testing. The root cause for the strained cable and cut could not be positively identified. No adverse event resulted from the damaged belt.